Event description:
In 2007, the lay-user/reporter contacted lifescan alleging that a one touch ii meter read inaccurately high compared to another meter. The reporter did not specify as to when the alleged meter issue started. She claimed that the meter was giving inaccurate high readings which were causing the patient to suffer hypoglycemic episodes. The reporter did not provide any specific symptoms of low blood glucose. In one instance, the reporter mentioned that the reported meter gave a result that was about 75 points higher than a result obtained on another meter. The reporter was unable to provide the results obtained for the meter-to-other meter comparison. After the alleged issue began, the patient administered self-care by taking insulin and apparently suffered a hypoglycemic episode on a week earlier. The reporter mentioned that she had to treat the patient with a glucagon injection. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter alleged that the meter was reading inaccurately high. The reporter also claimed that the patient suffered a hypoglycemic episode because of the meter's inaccuracy and that she had to treat the patient with a glucagon injection.